Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported that during prep the impella cp was noted to be damaged. It is unclear what type of damage was present. The decision was made by the doctor to use a different pump. The patient survived the event.

Manufacturer narrative:
The investigation into product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. As per the given clinical details, sterile sleeve was ripped during pump preparation. The cause of the sterile sleeve damage issue was use related, based on given clinical details. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21856. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing.